Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of results for 1 patient that did not match their clinical picture when tested for elecsys vitamin d assay (vitamin d), elecsys tsh assay (tsh), elecsys ft3 (ft3) and elecsys ft4 assay (ft4) on the cobas e 411 immunoassay analyzer. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results, medwatch with patient identifier (B)(6) for information on the vitamin d erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. The customer has provided a high result for vitamin d of 350 nmol/l. No other results have been provided although the customer stated the tsh results were falsely low and the results for ft3 and ft4 were falsely high. The customer thinks that since the patient is being treated with high doses of biotin (300 mg daily), this may be contributing to the questionable results. The patient¿s physician didn¿t know the biotin may have been affecting the results and kept treating the patient with vitamin d once per month. No adverse event occurred. The e411 analyzer serial number was not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation could not be completed since the patient sample is no longer available. Based on the information available, a general reagent issue was not identified. Product labeling of all mentioned assays addresses patients being administered high biotin doses (>5 mg/day). Product labeling states patient samples should not be obtained until at least 8 hours following the last administration of biotin.